Event description:
Dialysis facility reported that the patient was placed on the dialyzer and reporter suffered respiratory distress requiring hospitalization. Further information remains pending at this time. The device is available for evaluation.